Event description:
It was reported that a dissection occurred. The patient presented with coronary artery disease and was undergoing percutaneous coronary intervention. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. Following pre-dilatation with a 1.50x15mm non-boston scientific (bsc) balloon catheter, a 28 x 2.50 promus elite drug-eluting stent (des) was advanced and fully deployed at 14 atmospheres and post-dilated with a 2.75x12mm non-bsc balloon catheter. However, a flow-limiting dissection in the distal end of the stent was observed. A non-bsc des was then used to cover the dissection and the procedure was completed. The patient condition was stable post-procedure.